Event description:
Pt is on wilate. The wilate vial comes prepacked with supplies for infusion. The pt noticed that the butterfly needles (terumo 25g 3/4 inches batch lot 14111014) enclosed in wilate boxes leaked at the point where the tube is attached to the plastic piece that screws onto the syringe. This happened with each needle of that lot. Dates of use: (B)(6) 2015.